Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97791, lot # unknown, product type accessory. Analysis of the lead ((B)(4)) found a reliability non-conformance. The stimulation lead body conductor was broken at the anchor site. The conductors on 1,2,3,4,5,and 7 are broken 21.3 cm from the distal end. Conductor 6 has a high impedance of 136.0 ohms. Analysis of the bumpy anchor found no anomaly.

Event description:
Information was received from a consumer via a manufacturer's representative regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient had intermittent stimulation and then a loss of stimulation. The patient reported that it started in the month of (B)(6). The patient had a lead revision on (B)(6), the old lead was removed and two leads were placed into the body. The old lead had high impedances on all 8 electrodes upon interrogation. Patient had good coverage post operation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.